Event description:
During the trial procedure on (B)(6) 2011, the pt had a wet tap when the doctor used the epidural needle from the lead kit. The doctor performed a blood patch, and the case was aborted. The pt did not present any symptoms following the procedure. No further intervention was conducted. The doctor feels that the event was not device related.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.